Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2015, their sensor wire was detached. It was also reported upon removal of the sensor pod, the sensor wire remained under the skin. The sensor insertion was at the abdomen on (B)(6) 2015. No additional event or patient information is available.